Event description:
It was reported that the patient presented during breast reconstruction procedure. Inappropriate shock was performed during breast reconstruction surgery due to unsuccessful placement of magnet. Upon interrogation, it was also noted that the implantable cardioverter defibrillator had an unsuccessful charge attempt and an error message was displayed. Programming changes were performed. The patient was in stable condition.